Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: evaluation revealed that the battery compartment was cracked at the threads. The pump¿s cover was removed and a cold solder connection on transceiver board was observed. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked at the threads. Evaluation also revealed a cold solder connection on transceiver board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jan-2018.